Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified

Event description:
Patient¿s legal counsel reported patient underwent right hip revision procedure approximately nine years post-implantation due to patient allegations of pain, tissue damage, metal wear and metal poisoning. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. One m2a-magnum pf cup and one m2a-magnum mod head were returned and evaluated. Upon visual inspection the returned cup has scuffing on the inner radius along with debris on the od. The returned head has gouging to the face along with wear marks on the od. There is some debris on the inside of the taper. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available revision medical records identified problems with the acetabular side of the implant with prominence of the implant and some possible ingrowth. Ongrowth of the component is expected, but ingrowth of this shell indicates bone overgrowth / remodeling. Sleeve was removed from the femoral component, and the trunnion of the femoral component was in good condition. Loose bone noted around the acetabulum and removed while good bone was noted when removing the acetabular cup. Femoral stem noted to be well-fixed and left in place. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: part: us157860, m2a-magnum pf cup 60odx54id, lot: 458150, part: 157454, m2a-magnum mod hd sz 54mm, lot: 288950, part: 11-104112, mlry-hd por fmrl 12x165mm, lot: 500900, part: 139268, m2a-magnum 52-60mm tpr ins std, lot: 497900. Multiple MDR reports were filed for this event, please see associated reports: cup: 0001825034-2016-03969, head: 0001825034-2019-03079.

Event description:
It was reported that a patient nine years post-implantation due to pain. Op report findings include problems with the acetabular side of the implant with prominence of the implant and some possible ingrowth. Loose bone was noted around the acetabulum and removed. The sleeve was removed from the femoral component and the trunnion of the femoral component was in good condition. The femoral stem noted to be well-fixed and left in place. Allegations of metal poisoning, wear, and tissue damage were unable to be verified from the medical records. Attempts have been made and no further information has been provided.

Manufacturer narrative:
No product was returned therefore visual and dimensional evaluations could not be performed, however, the reported pain was confirmed through revision operative report. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report form this event.